Manufacturer narrative:
The customer indicated the use of a qualified company iii (d) cartridge and viscoelastic. The indicated handpiece is not qualified for the lens/cartridge combination used. The root cause is most likely related to a failure to follow the dfu. The account used an unqualified lens/cartridge/handpiece combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), there were visible scratches on the optic. The lens was removed during the initial procedure. There was no reported patient impact. Additional information was requested.